Event description:
It was reported that a merlin.net transmission showed a single episode of oversensing on the ventricular channel. No action was taken. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.